Event description:
The hcp reported a pocket infection had developed. They were planning on weaning the pt off lioresal and then remove the pump. They will reimplant at a different time. No specific symptoms or causative agents were reported. Add'l info has been requested but was not available on the date of this report.